Event description:
Note: age and weight of patient are unknown. It was reported to boston scientific that during a prostate biopsy procedure while using the trupath biopsy device, the device misfired. The physician completed the procedure with another trupath biopsy device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. A device history record review showed no anomalies. No conclusions could be drawn regarding the possible root cause for this complaint.